Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number, was submitted on 30-sep-2025. Upon completion of the investigation, the manufacturing date was updated as 04-jul-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013960 in question was manufactured at the osted site. Threshold analysis: a query was run on 20-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6013960". The count of complaint is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6013960 was manufactured according to appendix 1 batchcard for production of packaging room on 04-jul-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025. Blood glucose level at the time of event was 429 mg/dl and patient was treated with intravenous (IV) drip. The patient was found positive for high ketones and was having scar tissue. The patient had symptoms of feeling sick/unwell, vomiting and was urinating a lot. The length of hospitalization was greater than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.